Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch veriopro meter was reading inaccurately high compared to her other devices (accucheck and medtronic). The patient reportedly uses up to 6 different competitor meters. Medical surveillance sent follow-up questions to customer service (cs), cs was able reach the patient; however, the patient refused to answer any additional questions. The complaint was classified based on information obtained from the cs representative during the patient¿s initial call. It is not known when the alleged issue first occurred. The patient¿s testing frequency is not specified and it is not clear why the patient tests her blood glucose with multiple meters. The patient claims the subject meter reads 100mg higher than her accucheck and medtronic devices (specific results were not provided); performed within 30 minutes of each other. The patient reportedly manages her diabetes with insulin (via insulin pump) based on her blood glucose result obtained from the subject meter. As a result of the alleged issue, the patient reportedly developed frequent unspecified hypoglycemic symptoms (dates/times unknown), which the patient claimed eventually caused damage to her retina. The patient¿s blood glucose reading with the subject meter prior to administering the insulin is not known and it is not clear what the patient¿s blood glucose result was at the onset of her symptoms. After reportedly developing hypoglycemic symptoms, it is not clear what type of treatment the patient administered and it is not specified how soon the patient¿s symptoms abated. At the time of troubleshooting, the csr noted that the patient obtained her blood samples from either her fingertip, palm, and calf. The csr verified that the subject meter was set to the correct unit of measurement and that the patient performed a quality control test that passed. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Test strip lot #: not provided.